Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that stent positioning difficulties were encountered. A 5x120x120 epic vascular stent was advanced for treatment. However, during the procedure, the stent partially missed the lesion. The procedure was completed with another stent to cover the remaining portion. No patient complications were reported.

Manufacturer narrative:
D4: lot number: updated from 0030111360 to 0030551938 e1: initial reporter address 1: (B)(6). The device was received for analysis. The device was received with the stent already employed from the delivery system. A visual examination identified no issues with the tip of the device. A visual and tactile examination found multiple inner sheath kinks. A visual examination identified no issues or damage to the handle of the device.

Event description:
It was reported that stent positioning difficulties were encountered. A 5x120x120 epic vascular stent was advanced for treatment. However, during the procedure, the stent partially missed the lesion. The procedure was completed with another stent to cover the remaining portion. No patient complications were reported.